Manufacturer narrative:
Correction/removal number: 2032227-060322-002-c. (B)(4). S/w ver 3.18e: pump passed displacement test. Pump received with missing display window cover. Pump received without original battery cap. Unable to verify damaged/missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Initial notes: call transferred from smt inquired what led up to the complaint. Customer response: cust sts that the on her screen came off and now there is a crack in the screen , metal piece on battery cap came off. Bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: just noticed it. 3. Location of the damage is: top of screen and battery cap damage. Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: shipped replacements ship: mmt-1780kpk, acc-1527/return: mmt-1780kpk.